Event description:
It was reported that the patient underwent posterolateral fusion and a posterior interbody fusion at l2-l5 using bmp2_acs. Postoperatively, patient suffered from increased lower back pain, as well as bilateral radicular symptoms and weakness in his lower extremeties. Patient developed diffuse muscle atrophy in both legs, consistent with cauda aquina syndrome. Patient underwent multiple radiographic studies, which indicate that he developed significant osteolysis and subsidence at l4-5.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of l2-l3, l3-l4, l4-l5 stenosis and instability, status post bilateral l3-l4 laminectomy and discectomy. The patient underwent following operation : l2-3, l4-5 laminectomy ; revision of l3-4 laminectomy , bilateral facetectomy , osteotomy and foraminotomy at l2-3 , l3-l4, l4-l5; l2-3 , l3-l4, l4-l5 diskectomy and interbody fusion utilizing bullet shaped cages, rhbmp-2 and autograft ; l2-5 posterolateral fusion with autograft, allograft, rhbmp-2 ; l2-5 segmental pedicle screw /rod fixation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior and posterolateral lumbar interbody fusion utilizing depuy synthes concord bullet cages, which were packed with both autograft and rhbmp-2. Postoperatively, the patient developed increased lower back pain, as well as bilateral radicular symptoms and weakness in his lower extremities. The patient developed diffuse muscle atrophy in both legs, consistent with cauda aquina syndrome. The patient underwent multiple radiographic studies, which indicate that he developed significant osteolysis and subsidence at l4-5. As a result, he required extensive medical treatment. The patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.